Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels ranged from 200 mg/dl to 500 mg/dl, which was addressed with a bolus delivery, changing the site, and cartridge. The customer reported moderate to large ketones which was flushed with water, and addressed with an insulin bolus delivery, and changing the site. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.